Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a prostate biopsy, the lid allegedly popped open and the needle detached from the driver. Reportedly, a coaxial was used and procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The device was sent directly to the service and repair site (crawley) for service and repair. A visual/microscopic inspection was performed. No visual discrepancies noted. Functional/performance evaluation: the device was tested using per procedure. The device cover functioned properly and was within specification. The device was unconfirmed for the reported unintended ejection. However, the driver was confirmed for failure to prime. It was noted that the sequencer spring was broken, preventing the driver from properly priming. The definitive root cause for the reported unintended ejection issue could not be determined. The driver was serviced and repaired and returned to the customer. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for failure to prime, as the device did not prime during functional testing. However, the investigation is unconfirmed for the reported unintended ejection. The device cover functioned properly and was within specification. Per the service and repair facility, it was noted that the sequencer spring was broken. It is likely that the broken spring contributed to the priming issue. However, it is unknown if the spring contributed to the reported unintended ejection. Based upon the available information, the definitive root cause is unknown. Labeling review: the current magnum reusable core instrument instructions for use (IFU) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. Biopsy procedure: positioning: introduce the needle with the unique spacer attached under imaging control through the incision until the needle point is proximal to the area to be biopsied. When the position is confirmed, attach the energized (cocked) bard magnum biopsy instrument. Taking care to maintain the needle orientation, align the holes on the needle hubs with the posts of the instrument carrier sleds. Partially close the cover to maintain the position of the needle hubs. Compress the ends of the spacer to release and remove. Close the cover. While maintaining the instrument position and needle orientation, move the safety lever from "s" (safe) to "f" (fire, ready). Depress the trigger button to cause both the stylet and cannula to automatically advance. Remove the instrument and needle from the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a prostate biopsy, the lid allegedly popped open and the needle detached from the driver. Reportedly, a coaxial was used and procedure was completed with another device. There was no reported patient injury.